Event description:
The customer reported that the pump screen was unresponsive, making it impossible to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.